Event description:
Center reported 3.45 hrs into the hemodialysis treatment the pt gasped. A cardiac monitor showed ventricular fibrillation and pt then arrested. The md was present in the unit at the time of the incident and pronounced the pt dead in the unit. No device alarms noted at or prior to the incident. Cause of death is reported as: cardiac arrest. Per dir of nursing, the pt was using a 0 k+ concentrate at the time of the incident.